Manufacturer narrative:
Concomitant medical products: unk guidewire, unk microcatheter and an ivus (volcano), guide extension (guidezilla, boston scientific). Complaint conclusion: as reported, a 3mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter could not cross the lesion. A non-cordis guide extension was also not able to cross the lesion. In addition, the saber rx was not able to be removed from the non-cordis guide extension. Therefore, all the devices, except the guidewire (unknown), were removed. The saber rx was replaced with a non-cordis balloon catheter and the procedure was completed with a drug coated balloon (unknown). There was no patient injury. The lesion was the popliteal artery which had chronic total occlusion (cto). A contralateral approach was made. A non-cordis guidewire and a non-cordis intravascular ultrasound (ivus) crossed the lesion. The lesion was severely calcified. There was no vessel tortuosity. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e., maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty accessing the lesion with a guidewire. The device did not kink nor bend at any time prior to the resistance/friction. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82211339 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system failure to cross¿ and ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. The lesion was described as being severely calcified and a chronically occluded lesion. It is likely vessel characteristics, procedural factors and handling of the catheter may have contributed to the events reported by the customer. Difficulty crossing a lesion, or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. Therefore, based on the information available and without the return of the product for analysis, it is difficult to draw a clinical conclusion between the device and the reported events. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 3mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter could not cross the lesion. A non-cordis guide extension was also not able to cross the lesion. In addition, the saber rx was not able to be removed from the non-cordis guide extension. Therefore, all the device, except the guidewire (unknown), were removed. The saber rx was replaced with a non-cordis balloon catheter and the procedure was completed with a drug coated balloon (unknown). There was no patient injury. The lesion was the popliteal artery which had chronic total occlusion (cto). A contralateral approach was made. A non-cordis guidewire and a non-cordis intravascular ultrasound (ivus) crossed the lesion. The lesion was severely calcified. There was no vessel tortuosity. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e., maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty accessing the lesion with a guidewire. The device did not kink nor bend at any time prior to the resistance/friction. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device will not be returned for evaluation as it was already discarded.